Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No audio beep anomaly during testing noted. The insulin pump received with normal operating currents. No unexpected low battery alarm noted, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported the customer had a constant tone on their insulin pump. Customer stated the constant tone occurred after they had replaced their battery. It was also found the customer could not clear the constant tone because their insulin pump had locked up on them. The customer also reported their buttons were not responding. Customer's blood glucose was 160 mg/dl. Customer was advised to disconnect from the insulin pump and rever tot a back-up plan. No additional information provided.